Manufacturer narrative:
Initial reporter phone no. Poste: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient infusion of sodium chloride 0.9% with a spectrum iq pump, the patient experienced a ¿gaseous embolism¿, which resulted in ¿sudden symptoms of a stroke¿. The cause of the event was not reported. It was reported that no air was observed in the tubing and priming was completed without any issues noted. The patient was in emergency department at the time of the event; however, it was not reported if the patient as admitted for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was receiving the saline infusion with the clearlink set through a peripheral intravenous (IV) site, in addition to IV antibiotics and an unspecified solution. After the event occurred, the patient was sent to a hyperbaric room and was reported to be ¿stable, almost complete recovery¿. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device was tested for air detection and the device was able to properly detect air in the line. A review of the event history log revealed that the day after the reported event, the user programmed a primary infusion of "solute IV" in the emergency care area with a volume-to-be-infused (vtbi) of 950 ml at a rate of 150 ml/h and a secondary infusion of "vancomycin 1000 mg" at a rate of 152 ml/h and a vtbi of 305 ml. The user experienced a "downstream occlusion!" At 05:36, upon starting the infusion, an "upstream occlusion!" Alarm at 6:00, which is cleared in the same timestamp, and an "air-in-line!" Alarm at 07:14 (user unloads/reloads set and the pump is resumed at 07:19) during the secondary infusion. The secondary infusion completed at 07:41 and the pump continues the primary infusion at the primary flow rate of 150 ml/h and vtbi of 950. The primary infusion completed, and the user updates the vtbi at 14:17, and an "air-in-line!" Alarm occurs at 14:19. The user cleared the alarm, but does not resume the infusion, and the pump entered sleep mode at 14:21. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. No abnormalities were observed that could cause or contribute to the reported problem. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.